Event description:
The customer obtained a falsely depressed calcium (ca) result on a dimension vista 500 instrument for one patient sample. The result included a below assay range (bar) flag and was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista instrument. The repeat result was higher and matched the clinical findings. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium result.

Manufacturer narrative:
A united states customer contacted siemens customer care center to report the falsely depressed ca result. The customer noted that qc (quality control) was in range on the day of the event. Siemens dispatched a cse (customer service engineer) to the customer site. The cse replaced the s1 (sample 1) mixer and imt (integrated multisensor) mixer and performed alignments. The cse ran service methods post-service repairs and observed no failures. The customer continued to run samples and noted no recurrence of the event. Siemens reviewed the instrument data and observed no ca (calcium) calibrations issues. The reagent showed consistent readings, and the ca patient samples ran with no recovery issues or nonconformance with the ca reagent flex. Siemens identified e143:outside computed results monitoring limits (abnormal assay) error flags that were instrument related and caused by inadequate mixing or a failing sample mixer. Based on the services performed by the cse, the potential cause of the falsely depressed ca result was the s1 mixer. The customer did not report a recurrence post-service, and the dimension vista 1500 instrument performs according to specifications. No further evaluation of the device is required.